Manufacturer narrative:
Device evaluation summary; device evaluation of monitor sn (B)(4)has been completed. The reported problem (reset during pulse delivery) was confirmed. Upon evaluation, a patient received 10 appropriate defibrillation shocks during ventricular fibrillation while in the hospital. The arrhythmia was converted to a slower rhythm at each shock. The ECG data for the last four shocks was captured and analyzed through the patient's telemetry recording as the lifevest monitor reset after each of the last four shocks. Analysis indicates that the lifevest was still able to successfully convert the patient's fibrillation. No adverse event resulted. An rtr request for a design change has been submitted to FDA for the reset condition. No adverse event resulted from the monitor resets.

Event description:
A us distributor returned a monitor indicating that it reset during pulse delivery.